Event description:
The user facility reported that the side-tube detached from the main housing of 2 introducer sheaths while performing arteriogram injections of the patient's left femoral artery. Reportedly, the procedure was slightly prolonged to swap-out for another introducer sheath, but was completed successfully with no impact to the patient.

Manufacturer narrative:
The involved devices were returned and evaluated. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Evaluation of retained samples confirmed that the established product specifications for joint strength were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitely determined based on the available information, the event description is consistent with separation due to over-pressurization of the tubing during injection. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.